Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -7.0 diopter was implanted into the patients left eye (os) on (B)(6) 2021. Elevated iop was observed. The lens remains implanted. Chronic inflammation is reported and doctor still continues to monitor patient with combigan le. Cause reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).